Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the scroll bar was not moving with no input and there was no response from any button during an easy bolus attempt. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that the insulin pump alarmed on restart but couldn't restart it because of the button issue and unable to clear the alarm. Troubleshooting was performed. The customer¿s blood glucose level was 150 mg/dl, 159 mg/dl. Device will be returned for the analysis.